Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they experienced a hardware failure. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.